Manufacturer narrative:
Investigation summary: the customer return sample was also inspected for any blocked needle, no blocked needle was found. The functional foce of customer return sample was measured on instron utm machine, all values were found within the specification limit. DHR reviewed for both affected lot# 18c0181, found no non-conformities. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of restricted movement with lot # 18c0181 regarding item #303083. Investigation conclusion: the team reviewed the assembly process and confirmed that the process control related to assembly operation are in place and in working condition. During the manufacturing of lot, all functional forces of syringe were measured on the instron utm machine and were found within the specification limit. The customer return sample was also inspected for any blocked needle, no blocked needle was found. The functional foce of customer return sample was measured on instron utm machine, all values were found within the specification limit (instron report attached). Also, during the inprocess quality check no defect was observed related to restricted movement / incorrect assembly / blocked needle which may cause the defect as claimed by the customer. The defect is not confirmed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd¿ syringe 10ml ls 21x1-1/2 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls 21x1-1/2 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.